Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), dizziness ("dizziness"), nausea ("nausea"), pelvic pain ("pain,pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, depression, anxiety, migraine, dizziness, weight decreased and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dizziness, migraine, nausea, pelvic pain, perforation and weight decreased to be related to essure. The reporter commented: discrepancy in essure insertion dates and removal dates : as per current pfs reported as (B)(6) 2012 and (B)(6) 2012 respectively. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : following events were added : abdominal pain, plaintiff did not undergo essure confirmation test. Outcome of pelvic pain was changed from unknown to recovered/resolved. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), dizziness ("dizziness"), weight decreased ("weight loss"), nausea ("nausea") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, depression, anxiety, migraine, dizziness, weight decreased, nausea and pelvic pain outcome was unknown. The reporter considered anxiety, depression, dizziness, migraine, nausea, pelvic pain, perforation and weight decreased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.